Manufacturer narrative:
It was found that the unit was fully functional with no defects or malfunctions identified.

Event description:
It was reported that during a presentation the cot did not properly lock into the power-load. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that during a presentation the cot did not properly lock into the power-load. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.